Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2017. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01765, 2134265-2018-01767, 2134265-2018-01776, 2134265-2018-01777 & 2134265-2018-01778. It was reported that restenosis occurred. In (B)(6) 2017, the patient presented with st elevation myocardial infarction (stemii). A 2.25x28mm synergy stent and a 2.5016 synergy stent were implanted in the distal right coronary artery (rca). In (B)(6) 2018, the patient presented with an 85-99% stenosed mid rca and a 90% restenosed distal rca. No calcification was noted. A 185cm str pt²¿ guide wire was introduced. The mid rca was treated with two synergy ii drug-eluting stents, a 2.75x16mm and a 2.75x24mm. The distal rca was treated with a 2.50x12mm synergy ii drug-eluting stent. A 3.0x20mm nc quantum balloon catheter was used for post dilatation. When the physician pulled the pt²¿ guide wire back, the wire caught behind a stent strut and approximately 10mm of the tip broke off in the distal rca stent. The physician attempted to rewire the vessel so the detached tip could be covered with a stent, but the physician was unable to advance an emerge balloon catheter to the area and the rca began to have a decreased flow. The patient was transferred by an ambulance to another hospital for a cardiac surgeon to evaluate the possibility of performing surgery to remove the detached tip. The detached tip was not removed and was left inside the patient's body. Two saphenous vein grafts (svg) were performed to the rca and the procedure was completed. No further patient complications were reported and the patient's status was stable.